Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the lens was exchanged due to a scratch causing blurry vision in the patient. Additional information was provided by the surgeon that the lens was also malpositioned in the eye. The lens was exchanged for a different lens model in a second procedure. The patient's symptoms have resolved.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic has two perpendicular torn/split-cuts, resulting in approximately one quarter of the optic being removed and is scratched/marked-rejectable. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).